Event description:
The surgeon placed the curved tip of the cannula into the purse string sutures in the ascending aorta and clamped the cannula. While connecting the extra-corporeal tubing circuit to the connector end of the cannula and unclamping the cannula, the plastic tip of the cannula separated from the plastic tube of the cannula body. The surgeon immediately replaced the aortic cannula. No adverse health outcomes were reported.